Event description:
A pt had refractive in the left eye on 1/06/2000. Slit lamp examination showed the presence of "metallic" material under the flap. The flap was lifted and irrigated on january 18, 2000. Visual acuity: pre-op: 20/20 and post-op: 20/35.